Manufacturer narrative:
Pt stated last night he had both adhesives fell off on its own right when he was changing the infusion set and then took the pump off and did not resort to alternative therapy. Pt called in asking for help setting it up. Agent walked pt through full supply change on separate case and pt resumed insulin delivery.

Event description:
It was reported that infusion set did not stick properly and fell off event on (B)(6) 2026.